Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory. This right ventricular (rv) defibrillation lead was connected to a pacing system analyzer (via sterile cables) and all lead diagnostic measurements were within normal range. The psa was disconnected and the rv defibrillation lead was connected to the device. Despite programming the device to maximum output, capture could not be obtained. The rv defibrillation lead was disconnected from the device and connected again to the psa. Despite programming the psa to 10.0 volts at 2.0 ms, capture could not be obtained. The local representative asked if an abandoned chronic lead could be shunting energy away from the replacement rv defibrillation lead. Using fluoroscopic imaging, the separation between the chronic defibrillation lead and replacement rv defibrillation lead was very small. The chronic rv defibrillation lead was connected and capture was verified. Ts suggested that the physician should reposition the replacement rv defibrillation lead.

Manufacturer narrative:
Despite multiple requests, no additional information was available from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.